Event description:
Reporter alleged customer obtained a result of 243 mg/dl on the aviva sys, however, he was not experiencing any hyperglycemic symptoms at the time. Reporter stated customer retested on the sys 4.5 hours later and was unable to obtain a reading. Customer could not recall what was on the sys display other than stating it did not read hi or have an error message on it. Reporter indicated customer ate as normal and took normal medications but begin to experience weakness < 4 hours later before being driven to the hospital, where their meter read 1200 mg/dl. It was stated customer was treated with an IV of unk contents and admitted into the intensive care unit (ICU) for three weeks. No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement prod was sent.